Event description:
The customer reported that the mx40 on an acute care patient is reported to have not alarmed when rhythm was a supraventricular tachycardia (svt). The device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A review of the provided logs and a complete investigation could not be performed as the customer could not provide any details in regards to incident date/timeframe, bed label, device label, serial number of device in use. An accurate review of provided logs could not be performed.based on the information available we were unable to provide any analysis of the reported problem. The reported problem was not confirmed.philips representatives met with the customer senior manager, critical care and the ICU manager in-person and they were unable to provide any additional information. The customer stated that they still believe the issue has been resolved and aren¿t looking for further response from philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer could not provide requested information.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that mx40 on acute care patient is reported to have not alarmed when rhythm was supraventricular tachycardia (svt). The device was in clinical use and there was no report of patient or user harm.